Event description:
It was reported that the procedure was cancelled. A rotablator rotational atherectomy system - console was selected for use. During preparation, the physician noticed a loose joint of the device connection decompression valve. The procedure was not completed due to this event. No complications were reported and patient was stable.